Manufacturer narrative:
The reported complaint of the thermogard ivtm system (serial # (B)(6) was not cooling was not confirmed during the final testing. Based on the event log, the target temperature was set at 33c max mode and the patient's temperature started at 38c and cooled to 37.96c for 11 minutes before the thermogard console was turned off. Therefore, the thermogard ivtm system was functioning properly during the cooling phase. Unrelated to the reported complaint, the thermogard ivtm system failed the intial functional testing due to tcm ID:02 (ce danfoss error) and followed by tcmid:06 (ce post failure) error messages displayed on the screen. The root cause of tcm ID:02 error was due a defective danfoss controller, likely attributed to normal wear and tear. The thermogard console was manufactured in march 2009 and is more than 12 years old, well past its expected serviceable life of 5 years. To remedy tcm ID:02 error, the danfoss controller needs to be replaced. The probable root cause of tcmid:06 error was due to cold glycol that was put on the aircraft. During visual inspection, no physical damage was observed on the thermogard console. During event log review, records show the occurrence of tcm ID:02 (ce danfoss error), which was due to a defective danfoss controller, tcmid:06 (ce post failure), which was due cold glycol that was put on the aircraft, and tcm ID:08 (coolant temp low ) which likely attributed to the cold glygol. Waiting for customer's approval on service repair. Based on limited information, device seems didn't cool the patient. Information from the device is expected to assess this assumption. Survival rate after cardiac arrest is low. This post-cardiac arrest patient's death more likely was related to underling clinical condition.

Manufacturer narrative:
The investigation of the thermogard is still in progress. A follow-up report will be submitted when the investigation has been completed. Event of death was serious because it met criteria for seriousness (death). Based on limited information, device seems didn't cool the patient. Information from the device is expected to assess this assumption. Survival rate after cardiac arrest is low. This post-cardiac arrest patient's death more likely was related to underling clinical condition. Additional information will be reviewed. Event assessed as not related to zoll device.

Event description:
During ivtm therapy, customer reported that the thermogard ivtm system (serial # (B)(4)) was not cooling the patient. Nurse noted that the suk tubings was not cold when touched. The hospital biomed examined the suk and looked intact and no visible leak. Per reporter, the patient's temperature was monitored via a rectal temperature probe and that the probe was changed out to another rectal probe to attempt to troubleshoot the fever. The nurse also placed a foley catheter with a probe and all 3 of the temperatures correlated. Patient death was reported.